Event description:
Initial MDR submitted prior to obtaining actual device. ID # given by facility different than what was submitted for investigation. Updating device information (description, ID#, sr #....) And date sent to manufacturer.

Event description:
Facility reported to (B)(4) that the device in question broke during a case. Facility had a backup device readily available and completed procedure as scheduled. No injury to patient or staff reported. An investigation will not be completed by (B)(4). If and when device is received by (B)(4), it will be sent to manufacturer (rw (B)(4)) for investigation. No (B)(4) electronic record of device being sold to this facility. No other (B)(4) complaints on this device type received by (B)(4) in last three years. Request for additional information requested, no response as of 08/10/2015. (B)(4) considers this matter closed. However, in the event we receive additional information, we will provide manufacturer with follow-up information.